Event description:
It was reported that the device was used during a colorectal procedure. The surgeon was unable to cut the washer and tissue. Surgeon hand sewed the anastomosis to complete the case. A leakage was identified on second post operative day. Re-operation was performed to repair anastomosis.